Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications deformation was visible to the 1st distal stent wraps with struts raised. Numerous kinks were evident along the hypotube. A 0.015inch mandrel would not load through the inner lumen most likely due to hardened blood in the inner lumen. Slight deformation was evident to the distal tip. (B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the right coronary artery. The target lesion was reported not to be tortuous but severely calcified with 79% stenosis. No other abnormalities were reported in relation to anatomy. No damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and prepped with no issues found. The lesion was not pre-dilated. It was reported that stent deformation occurred during positioning/advancement of the device. The device could not pass through the lesion in the rca because of the calcific lesion. A few attempts were made to pass the device a few times but stent strut damage occurred. Therefore the device was replaced by another manufacturer's device. The case was completed without any complication. The device did not pass through a previously-deployed stent ,resistance was encountered when advancing the device but no excessive force was used during delivery. It has been confirmed that the physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.